Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 1 month. The device was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The patient's inr was reported to be 5.5 on admission to the hospital the instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to a local, rural emergency department on (B)(6) 2016 with shortness of breath and a decreased level of consciousness. A CT scan was not performed until 24 hours after arrival. As soon as the patient was admitted to the nursing unit, the patient suffered a massive hemorrhagic stroke and expired. The patient's inr on (B)(6) 2016 was 1.7 and upon arrival at the ed on (B)(6) 2016, the inr was 5.5. The pump was reported to be working appropriately at the time of the event.